Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the e315 occurred because the scope cable maj-1430 was connected at the time 190 series scope was used. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. Tac concentrated on the cv-190 processor and found the maj-1430 scope communication cable was connected as a permanent fixture. Tac informed the customer to power off both the cv and clv-190 units and to disconnect the maj-1430 scope communication cable and connect a 190 series scope to the clv-190 light source. The customer then powered on the device and there was a steady image on the screen without error code. Additionally, tac also directed the customer to disconnect the 190 series scope and connect it with the 180 series scope along with the maj-1430 scope communication cable connected and the image came up with no error. The customer double checked all other devices and confirmed there were no errors, and the images were clear. Tac explained the maj-1430 cable's purpose to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during maintenance, the evis exera iii video system center had error code e315 on the cv-190 video processor and the images on the monitor was also blinking. There was no harm, infection or user injury reported due to the event.